Manufacturer narrative:
E1: initial reporter phone:(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure. It was further reported that the balloon was ruptured upon second inflation at 12 atmospheres within 5 seconds.

Manufacturer narrative:
E1: initial reporter phone: (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon was ruptured. The procedure was completed with another of the same device. There were no complications reported, and the patient was stable post procedure.